Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the repair center technician found the occlusion ring on the pump was partially worn. No other details regarding the nature of the event were provided. Since the event occurred during routing testing of the device, there was no patient involvement during this event.